Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. The date of event is unknown. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance for this device.

Event description:
It was reported that, during an unspecified procedure, the gastrointestinal videoscope encountered a problem with endoscope detection. There were no reports of patient harm.